Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2013.(B)(4) 2013: additional information:additional patient anti-tg results (u/ml):patient advia centaur xp immulite 2000 8 >2500 72the customer is currently using the immulite 2000 assay for anti-tg (atg). Only the immulite 2000 results are reported. The immulite 2000 results are correct based on the physician's experience in the past. This was a comparison study between methods only.

Event description:
Discordant advia centaur xp anti-tg (atg) results were obtained for samples from five patients during comparison study between methods. The results were discordant with the immulite method. It is unknown which results are correct (advia centaur xp or immulite). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant anti-tg results.

Manufacturer narrative:
The cause for the discordant anti-tg (atg) results is unknown. The calibration and qc were acceptable. The instrument is performing within specification. No further evaluation of the device is required.